Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was noted to be inaccurate. In addition, it was reported that the site reminder had not been triggered on the pump. There was no impact to the customer&#38112;blood glucose level. Multiple follow up attempts were made to perform troubleshooting and obtain additional information. However, the customer did not respond.